Manufacturer narrative:
Reliability analysis, inspected 4 opened and used sensors and performed visual inspection and found 2 of 4 sensors with needle bent inside of the sensor base, 3rd sensor found cannula broken with parts missing. Unable to confirm customer received sensor in said condition due to customer returned opened and used. 1 remaining opened and used sensor and performed bicarbonate buffer. Sensor passed per specifications. With accurate readings. Also found all 4 cannulas to be bent. Complaint against serter.

Event description:
It was reported via phone call that the customer had a bent cannula. The customer also mentioned that the sensor would not stick to the body. Customer's blood glucose level at the time 110 mg/dl. Troubleshooting occurred. Advised sensor would be replaced.